Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged and has a section fractured off the medial side. All pieces were not returned. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations/ anomalies identified. Medical records were not provided. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. All pieces have not returned. No patient involvement.